Manufacturer narrative:
(B)(4). The customer sent in an actual sample for evaluation. Visual and functional tests were performed, and baxter was not able to confirm the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. The batch review can not be performed since the lot number was not provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up will be performed if any additional information concerning the reported condition is received.

Manufacturer narrative:
(B)(4). In the initial MDR, it states that the date information was received is (B)(6) 2010; however the correct awaredate is (B)(6) 2010.

Event description:
The customer reported to baxter (B)(4) of a solution administration set making it difficult to disconnect the male luer from the catheter set. The rotating male luer lock separated from the male luer when untightening the luer from the catheter. This reported condition occurred while the set was being used on a patient. There was no patient injury involved. No additional information is available. This is report 1 of 2 of the same reported problem from this facility.

Event description:
The customer had only 1 reported problem.